Event description:
It was reported that md began inserting the guidewire into the left femoral artery while in or. The guidewire "stuck on the way," and as a result, md removed guidewire and inserted another brand guidewire to place sheath successfully. After sheath was placed, md used original guidewire with iab. At this time, guidewire became stuck in iab. As a result, iab and guidewire were removed as one unit. Md requested a second iab and inserted it with success.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.